Event description:
It was reported that during a scheduled pump refill, the healthcare provider (hcp) determined the pump had flipped within the pocket. The pump was then flipped back into position and refilled. There were no reservoir volume discrepancies reported. The patient was educated on possible risks associated with a flipping pump and she elected to proceed with a pump revision. The pump was re-anchored on (B)(6) 2015. The event resolved without sequela. The pump was used to deliver dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).